Event description:
The customer reported the bending part of the evis lucera ultrasonic bronchofibervideoscope had an air/water leak. The issue was found when preparing the scope for use in a diagnostic procedure. The procedure was completed using a similar device. There were no reports of patient or user harm associated with this event. Inspection and testing of the returned device found the coating on the connecting tube was peeling off. This medical device report (MDR) is being submitted to capture the reportable malfunction found during the evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the following: the bending section cover or distal sheath rubber is cut and not waterproof; the number of ultrasonic elements lost due to breakage of the ultrasonic cable exceeds the standard; the ultrasonic connector is corroded by water leakage; the electric connector is corroded by water leakage; the distal end is shaved; the image is scratched due to breakage of the charging coupled device unit; and the bending angle in the upwards direction does not meet the specification due to wear of the angle wire. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, covering of connecting tubing detached was confirmed during device evaluation. However, the cause of the detached tubing could not be identified. Olympus will continue to monitor field performance for this device.